Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient would go into the office for reprogramming and impedances started going up over time. All impedances on the 0-7 lead were reported as high. The patient reported using a welder and also having surgery with the battery in place. The patient reported not feeling stimulation on the right side of their body. The pain returned to the patient¿s right side. Environmental factors that could have contributed to the issue are the possible welding machine, falls, and surgeries. The patient had surgery to replace the lead and battery. The lead and ins are going to be returned for analysis. The lead was in the 0-7 slot of the battery. There was no stimulation on that wire. Replacing the lead and battery resolved the issue and the patient now had stimulation. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no anomalies. Analysis of the lead (B)(4) found the stim lead body/conductor was broken and the anchor site was unknown. Further evaluation determined device code (B)(4) also applies to this event. If information is provided in the future, a supplemental report will be issued.